Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified. The root cause of why the foreign material remained in the device could not be identified. It is unknown if the reprocessing has been implemented in line with the instructions for use (IFU). The following information is stated in the instructions for use (IFU): the instruction manual operation manual "gif/cf/pcf-290 series, "chapter 3 preparation and inspection¿ describes the methods for detection" the instruction manual reprocessing manual ¿gif/cf/pcf-290 series, "chapter 5 reprocessing the endoscope (and related reprocessing accessories)¿ describes the methods for prevention. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope had foreign material inside the nozzle. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned, and the evaluation found air supply volume did not meet the standard value due to clogging of nozzle, bending angle in up direction did not meet the standard value due to wear of angle wire, light guide lens had discoloration, light guide lens had a crack, objective lens had discoloration, forceps elevator lever had discoloration, forceps elevator lever had a scratch, up/down knob had discoloration, up/down knob had a scratch, free-engage knob had discoloration, free-engage knob had a scratch, right/left knob had discoloration, right/left knob had a scratch, scope connector cover unit had a scratch, probe cover had a scratch, flexibility adjustment ring had a scratch, scope cover had a scratch, scope connector had corrosion, scope connector had a scratch, universal cord had a scratch, grip had a scratch, control unit had discoloration, control unit had a scratch, water removal ability did not meet the standard value due to clogging of nozzle, water supply volume did not meet the standard value due to clogging of nozzle, adhesive on distal sheath had a chip, up/down knob could not be locked securely due to wear of forceps elevator lever, an abnormal sound was made due to damage on up/down knob, the play of up/down knob was out of the standard value due to wear of angle wire, switch box had a scratch, and connecting tube had a scratch. Should additional relevant information become available, a supplemental report will be submitted. The cleaning, disinfection, and sterilization (cds) was performed by the customer prior to the device being returned to olympus for repair. It was unknown if there was a delay in the start of pre-cleaning, it was unknown if the customer flushed the air/water nozzle with water, air or the detergent solution, it was unknown if there were any abnormalities in the accessories used for reprocessing, it was unknown if the customer immersed the endoscope in the detergent solution, it was also unknown if the customer wiped/brushed the air/water nozzle with a clean lint-free cloth, brush or sponge, and it was unknown if there were concerns about the reprocessing. E1/establishment name: (B)(6) hospital.